Event description:
Since implant, high impedance measurements were observed on the svc to can and rv to svc vectors. A loose setscrew was suspected. The device will be reprogrammed to deliver therapy from the rv to can vector with the svc off. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.